Event description:
It was reported that during a cervical fusion, a drill attachment overheated and the pt suffered a burn, one centimeter in size. The wound was debrided and no additional medical intervention was administered. No further monitoring of the injury is planned by the hospital. It was not reported if permanent damage or scarring is expected. Back-up equipment was used to complete the procedure, with no clinically-relevant delay.

Manufacturer narrative:
The attachment was returned to the manufacturer, however, the complaint could not be replicated. The device performed according to specifications.